Event description:
It was reported that while ablating in the roof of the atrium, it was noticed that the pt's blood pressure dropped. Echo confirmed a pericardial effusion. The pt was sent to the operating room for pericardiocentesis. The pt remained in the hospital. The catheter was discarded by the customer and has not been returned to the manufacturer for analysis. Additional info was obtained: an increase in co2 was noticed by the anesthesia staff along with a decrease in blood pressure. Transthoracic echo and a tee were performed. Pericardial effusion, tamponade, and posterior tear of the left atrium were found. Pericardiocentesis was done in the ep lab and the pt was taken to operating room for repair of the tear. The pt survived this incident. No further info could be obtained. The customer regarded this event as procedure related, and not device related. Per customer the biosense webster products did not malfunction.

Manufacturer narrative:
(B) (4). Other biosense webster products used in the procedure were: carto xp system (catalog # m470001, serial # unk), stockert rf generator (catalog# s7001, serial# (B) (4)), cool flow pump (catalog# cfp002, serial# (B) (4)). Lasso catheter (catalog# dl102515rt, lot# 15021274). Soundstar (catalog# sndstr10, lot# unk).